Event description:
Boston scientific was notified that during this event when a nurse opened the box to take out the gdc 18-soft synerg detection circuit, a gdc 10-ultrasoft stretch resistant coil synerg detection circuit, catalog number 343206, lot number 6323847, was found instead.